Event description:
Meter name: one touch basic meter. Strip name: lifescan one touch strips. Meter code: 8. Strip code: 8. Strip storage: good condition. Stored correctly. Symptoms: sweating, shaking, nausea. A pt reported that on several occurences pt has almost lost consciousness and that could have lead to injury/death. Pt's meter allegedly was inacurately erratic. The result on pt's meter was 48mg/dl. The result on the doctor's meter is unknwon - pt's meter is always 10 points higher than pt's hcp's meter. The time difference between pt's meter and doctor's meter is unknown. No treatment at dotor's office. Customer alleged that pt's meter malfunctioned in a manner that could have lead to injury/death. No further info has been reported.